Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet occluder was chosen for implant using an 12f amulet delivery system. Device sizing was determined as landing zone maximum diameter +3¿5 mm, based on landing zone measurements at 0°, 45°, 90°, and 135° of 18 mm, 17 mm, 20 mm, and 17 mm, respectively. The procedure was performed under tee guidance, and the device appeared in a roman helmet configuration at the time of implant. Upon deployment from the delivery system, the device initially shifted within the intended implant site and was then observed to have migrated proximally; migration was identified on tee and fluoroscopy. A tension test was performed, and the close criteria were reported as satisfied, with no leak detected around the lobe and no rhythm change noted. There was one partial recapture attempt. During efforts to manage the position, the device fully embolized while attempting snare retrieval. The occluder was then percutaneously retrieved due to the unstable position; laa anatomy was believed by the implanter to be the cause of migration/embolization. The patient remained hemodynamically stable, there was no clinically significant procedural delay, and no adverse patient effects or clinical signs/symptoms were reported.